Event description:
Same case as MDR ID#2134265-2012-00361 and MDR ID#2134265-2012-00363. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 15mm x 3.00mm nc quantum apex balloon crossed the lesion, was inflated, and ruptured. The number of inflations and to what atms is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: there was blood in the balloon and wire lumen of the catheter. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker. The reported balloon burst was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).